Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. It was noted that during the implant the impedances were around 900 ohms. The daily measurements remain between 2,000 and 2,300 ohms. There were no significant changes in r wave height, shock impedance, or threshold. There was no noise noted. Technical services (ts) stated that currently pace impedance had been stable and if no abnormally was found in detailed evaluation. They can continue to monitor the patient with increase alert limit value. This lead currently remains in service. No adverse patient effects were reported.